Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. All qc results for k were within range between 10-oct-2017 and 09-nov-2017. The high k results on (B)(6) 2017 were not related to the electrode since those results were from 2 different electrodes. The customer replaced the k electrode on (B)(6) 2017 with lot 21564048. The customer replaced the k electrode on (B)(6) 2017 with lot 21572448. Based on calibration database files, a shift was observed in calibration results on (B)(6) 2017 which possibly indicate the electrode change. Prior to and after the calibration shift, calibration signals were stable. Database files were provided from between 21-oct-2017 and 24-jan-2018. Databased files from the date of event of (B)(6) 2017 were not provided. The results complained about were not present in the instrument data that was provided. There were no more erroneous high results from the instrument data provided starting on 21-oct-2017. The most likely root cause for the high k results was a pre-analytical issue such as hemolysis.

Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer complained of erroneous high results for 1 patient tested for potassium (k) on a cobas b 221 instrument. The initial k result from the b 221 instrument used in the laboratory was 15.80 (unit of measure not provided). The same sample was run on a different b 221 instrument in the intensive care unit and the result was 3.90. A new sample was obtained from the patient approximately 1 hour later and the k result on the b 221 instrument in question was 18.73. This sample was run again on the different b 221 instrument in the intensive care unit and the result was 3.96. There was no allegation that an adverse event occurred. The k electrode lot number and expiration date were not provided. Calibration was acceptable prior to the event. Quality controls (qc) passed the morning of the event. It was noted that ise electrodes were changed on (B)(6) 2017, but the k electrode was not changed until after this event. The customer stated they had trouble with "glu" and "lac" recently. Hb derivatives were calibrated and all was ok afterwards. The customer stated the k electrode was full of fluid; the k electrode was reinserted and qc was fine. K results were intermittently high for some patients. The customer also received errors on the instrument so the customer deproteinized the instrument. Qc was acceptable afterwards. A different patient was tested for k on the b 221 instrument and the results compared well to one another so the customer thought the issue was fixed. Preventive maintenance was performed on (B)(6) 2017. The patient in question was tested on the b 221 instrument again and the k results had "settled down."